Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was over 500 mg/dl at the time of hospitalization. The customer was hospitalized twice back to back. The first time he was hospitalized not due to any diabetes related incident but the second time he was hospitalized due to diabetic ketoacidosis because he was off the insulin pump while he was hospitalized the first time or being ill with the flu and pneumonia. The customer was in hospital from (B)(6) 2019 due to pneumonia. The customer was treated with insulin drip. The customer stated that he just got out of the hospital and battery of the insulin pump died. The insulin pump will not be returned for analysis.